Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, functional analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The assignable cause of this issue was failure to follow instructions. The cidex® opa solution IFU, wall chart, and safety data sheet were sent to the customer for further education. In addition, the asp account manager provided an in-service with the customer and reviewed proper cleaning and rinsing procedures. The issue will continue to be tracked and trended.

Manufacturer narrative:
Ni.

Event description:
A customer reported they were inadequately rinsing their instruments after cleaning and disinfecting in cidex opa solution, and the instruments were released and used on patients. No serious injuries were reported. The customer stated they were unaware of the proper rinsing procedures and the instructions for use (IFU) states the instruments should be submerged completely into a clean, large water container for a minimum of one minute. This should be repeated twice for a total of three rinses. Failure to rinse devices per the IFU may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. The customer was advised to follow the IFU from now on. As a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex opa solution since it could result in serious patient side effects.